Manufacturer narrative:
Follow-up #1 date of submission 04/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/14/2014 with the following findings:a review of the pump black box data indicated no evidence of a loss of prime. A loss of prime was not duplicated during testing. The force sensor calibration reading was low. The pump case was removed, and the force sensor plate was found to be contaminated with a green substance. The force sensor resistance reading was within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that loss of prime warnings had occurred with multiple boxes of cartridges as soon as a new cartridge had been placed in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.